Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product codes are gff, gfa and hsz. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during placement of a distal tibial plate, the tip of two 2.5 mm drill bits, quick coupling, 180 mm, broke off while drilling into the shaft of the tibia. This issue occurred with two (2) consecutive drill bits. All fragments were removed and no fragments were retained in the patient. There was another drill bit immediately available for use. There was no surgical delay or patient harm reported. The procedure was completed successfully. This report is 2 of 2 for (B)(4).